Event description:
Additional information was received that defibrillation threshold (dft) testing was scheduled to be performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed and all impedance measurements were noted to be within normal limits. No further action taken and monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a fault code 1005 indicative of a shock delivered into an open circuit. Review of stored device memory noted that the last delivered shock occurred one day prior and was noted to be inappropriate for atrial fibrillation (af) with an irregular v-v interval. Technical services discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.